Manufacturer narrative:
No unexpected scrolling/ramping of numbers noted during testing. The pump had intermittent button response on the up arrow button due to corroded keypad traces. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump numbers were scrolling and the up button does not work. Customer does not recall any significant events leading to the error. Troubleshooting was done for keypad anomaly. Customer's blood glucose was 88 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.